Manufacturer narrative:
Upon further investigation, this case was deemed not reportable. The customer reported the telemetry device was displaying a "speaker malfunction" error message; however, it was confirmed that the device was functioning and had audible sound. The issue would be visually detectable by the user and would not have patient safety impact since the device was providing audio for real-time monitoring and alarm annunciation. MFR report number 1218950-2023-00049.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported there is a speaker malfunction on the device. The device was not in clinical use at the time the issue was discovered.  There was no adverse event or patient harm reported.